Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the plunger was not pushed in enough during deployment. The suture did not capture the cuffs. It should be noted that the proglide instructions for use states, to deploy the needles by pushing on the plunger assembly (in the direction marked #2), until you visually confirm the collar of the plunger makes contact with the proximal end of the body. In this case, the plunger not pushed enough likely contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique of the plunger not pushed enough. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional endovascular treatment procedure. Reportedly, the plunger was not pushed in enough during deployment. The suture did not capture the cuffs resulting in the suture pulling out of the anatomy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.